Event description:
It was reported that the procedure was to treat a heavily tortuous and heavily calcified lesion in the right coronary artery. During a failed attempt to cross the lesion with the 2.25x15 mm xience xpedition stent delivery system, the proximal shaft fractured during advancement. A non-abbott stent was used to successfully treat the lesion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional/ inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.